Event description:
Same case as MFR report # 2134265-2012-03351. It was reported that during an embolization treatment procedure, catheter removal difficulties were encountered. The target lesion was located in a tortuous splenic artery. The imager ii angiographic catheter was advanced over the .038 non-bsc guide wire. The guide wire was pulled out and the catheter was flushed. A 20x40 coil was advanced and deployed 10% in the aneurysm. The physician attempted to advance / remove the coil but was not able. It was noted that the wire broke off from the coil and the coil was stuck inside the imager 2 catheter 15% deployed. The physician tried to flush the coil with contrast and push it with a non-bsc wire but the coil would not move. The devices were removed together as one unit. Utilizing interment flush a new imager ii angiographic catheter and a 8x20 coil, were then selected and advanced however severe resistance was encountered at the tip of the catheter. The coil was removed and the procedure was completed with the same imager2, a renegade and a 4 interlock .018 coils. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as intermittent flush was used in the procedure instead of continuous flush per the dfu. (B)(4).